Event description:
It was reported that the external pulse generator (epg) had "questionable" output and pulse width from both channels. The ventricular output was 6 milliamperes (ma) at the 25 setting, atrial output was 3ma at 20. The pulse width for both channels was greater than 9 milliseconds. The analyzer was checked against another (epg) and it returned good results. It was further noted that the hook was broken off the generator's rear case. The generator was returned for service. It was indicated that there was no patient involvement

Event description:
It was reported that the external pulse generator (epg) had "questionable" output and pulse width from both channels. The ventricular output was 6 milliamperes (ma) at the 25 setting, atrial output was 3ma at 20. The pulse width for both channels was greater than 9 milliseconds. The analyzer was checked against another (epg) and it returned good results. It was further noted that the hook was broken off the generator's rear case. The generator was returned for service. It was indicated that there was no patient involvement

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the generator had "questionable" output and pulse width from both channels, but did confirm the customer comment that the ring was missing and the ring cover was broken. Analysis also found that the upper and lower cases were broken, the battery release, lead flex cover and keyboard pad were contaminated, the battery contacts were compressed, the battery drawer was out of specification (latch was worn) and two side bail covers were broken. (B)(4).